Manufacturer narrative:
H6: multiple annex a codes were coded for coded for this event. A0709 was coded for the pendant saying the gantry was opened when closed. A090501 was coded for being unable to take a spin. A1102 was coded for the door open warning. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the site closed the gantry, the pendant still said the gantry was open so they were unable to take a spin. There was a door open warning.  The site opened and closed the door, and gently pulled down on the cover, which resolved the issue. There was less than an hour delay in surgery. There was no impact on patient outcome.